Event description:
Generator displayed "error 01" when it was powered up. No probe or cable was attached. Unit was turned off, probe plugged in and powered up, but displayed "error 06". Second probe also displayed error 6. Pt had been prepared and positioned and probes had been inserted into the pt. Procedure was aborted when the display would not move beyond error 6. The generator and the probes had worked correctly in the first case of the day. The second case is the one being reported. Several attempts to continue the case, wwew unsuccessful. Note: the generator had functioned successfully in the first case earlier that day. In 2004, ra, spoke with (sales rep) to find out if the surgery was rescheduled. Sales rep stated that as of 2004 the surgery had not been rescheduled, but the surgeon indicated to him that it will be rescheduled at a later date.

Manufacturer narrative:
When the probe was connected to the generator (et20-s) it was immediately recognized and the correct preset parameters were displayed. The tip of the probe was in contact with a return pad for complete-loop testing. When rf power was applied, the actual temp rose up to the preset temp of 40 deg-c within 4 seconds. The temp was held for the test duration of 10 seconds without error.